Event description:
Manager reports that there have been several episodes of difficulty removing these pads. We have just started using this product and have stopped using due to patient skin issues when removing them.